Manufacturer narrative:
Not returned.

Event description:
Plaintiff after implantation of t-sling (B)(4) lot 0943 and lot 0881 alleges mixed urinary incontinence. Re-hospitalization for additional surgery occurred on (B)(6) 2014.